Event description:
On 5/5/99 following a diagnostic procedure an angio-seal device was placed in pt's groin. A pre-insertion arteriogram revealed the puncture site to be "close to bifurcation". The deployment progressed without difficulty; however, when the tension spring was removed there was an immediate bleed at the puncture site. Manual pressure was held for twenty (20) mins and hemostasis was achieved. A pressure dressing was applied before the pt was transferred back to her room. At some point within 24 hrs of the procedure the pt evidently developed signs or symptoms of vessel occlusion, since a vascular consult was obtained. On 5/6/99 the pt was taken to surgery for repair of a vessel occlusion. As of 6/1/99, there has been no further report to the MFR of complication or add'l pt sequelae.